Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient concerned that the stimulation setting that caused a vaginal flutter for patient, was now in the upper buttocks, lower back area. Patient stated right near crease at top of where crack of buttocks starts and lower back. Patient stated that it¿s in the spot that when in office doctor wasn¿t happy with placement, and wanted it lower, and it was lower but patient now felt that wires might have moved as patient went to sit down earlier. Wires possibly moved. Patient stated current stim at 0.9 and instructed them to lower stim until the representative talked with them and patient stated it was not uncomfortable or painful just feeling surprised by it being in different position than before, and with what doctor stated in office at the time of the leads being placed. Patient stated also, having an increase in urgency since the wires moved, but felt device was still working due to the improvement with frequency now going every 2 hrs or more instead of multiple times within an hour prior to evaluation. Patient was having a hard time sleeping due to pain. Patient was bipolar and having a good night sleep helped control mood. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.